Event description:
A customer reported a malfunction on their pump, identified by a specific malfunction code, though no notable events occurred prior. There was no adverse impact to the customer's blood glucose level. The customer reset the pump independently before contacting support, which helped to get it operational.